Event description:
Initial surgery in 2007 and three weeks later, post-op problem reported; swelling near screw site with aspiration of swelling. The pt was given antibiotics after the aspiration was done and healed thereafter.

Manufacturer narrative:
Product recall initiated. No product being returned for evaluation.